Event description:
It was reported that a unspecified alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer contacted the healthcare provider to obtain alternate insulin therapy.